Event description:
As reported in a mynxgrip vascular closure devices survey respondent # 20 indicated surgical repair. This was because of a 7f unknown sheath in a very slim patient, the physician had to do a cut down to fix the bleeding. There was a temporary hematoma, no pseudoaneurysm. The device will not be returned for evaluation.

Manufacturer narrative:
Information is unknown as this is from a double-blind survey.

Manufacturer narrative:
As reported in a mynxgrip vascular closure devices survey respondent # 20 indicated surgical repair. This was because of a 7f unknown sheath in a very slim patient, the physician had to do a cut down to fix the bleeding. There was a temporary hematoma, no pseudoaneurysm. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " hemorrhage and hematoma" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Patient¿s slim body habitus may have been a contributing factor. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in a mynxgrip vascular closure devices survey respondent # 20 indicated surgical repair. This was because of a 7f unknown sheath in a very slim patient, the physician had to do a cut down to fix the bleeding. There was a temporary hematoma, no pseudoaneurysm. The device will not be returned for evaluation.